Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received an unknown drug [device registry listed the drug as dilaudid (20mg/ml, 2.4mg/day) and bupivacaine (5mg/ml, unknown dose)] in an implantable pump malignant pain and multiple myeloma. The pump was removed shortly after implant due to infection. The patient thought the pump was amazing the short time it was implanted. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant medications, pertinent medical history, infection onset date, symptoms experienced, diagnostics performed, and if the cause of infection was determined. If additional information is received, a follow-up report will be submitted.